Event description:
It was reported that pt presented to clinic after receiving vibratory alert. Upon investigation, there was high pacing lead impedance, no ventricular sensing, and high capture threshold. The device was explanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: analysis was normal.